Event description:
It was reported that a shaft fracture occurred. The target lesion was located in a calcified artery. A 5.00 x 20 synergy ii drug-eluting stent was advanced to treat the lesion. However, the device got stuck and fractured. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 5.00 x 20 stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts from the proximal region were lifted. The undamaged stent od (outer diameter) was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A recommended 0.014 was loaded without issue. No other issues were identified during the product analysis.

Event description:
It was reported that a shaft fracture occurred. The target lesion was located in a calcified artery. A 5.00 x 20 synergy ii drug-eluting stent was advanced to treat the lesion. However, the device got stuck and fractured. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.